Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output anomaly was confirmed. Analysis of the data image revealed the device entered backup vvi and the data was corrupted. The device was tested on the bench and using automated test equipment and all device functions were normal.

Event description:
It was reported that during a follow up, there was a warning about a possible damage on the output circuit. The device was found to be in backup vvi. The sosd alert was delivered during electrocautery. The device was explanted.